Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that while hospitalized after taking a fall, an alert triggered that went off every 4 hours. The reason for the alert is unknown. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.